Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing facial nerve stimulation, poor sound quality and electrode extrusion. Programming adjustments were made, which resolved the facial nerve simulation, however the poor sound quality did not resolve.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's surgeon has no concerns for electrode extrusion. The recipient has had prior CT scans, however, a new one was not ordered. The recipient is doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.